Event description:
It was reported that the patient received inappropriate shocks due to suspected myopotential noise on the wavelet during physical activity. It was also noted that the patient was not taking their recommended medications for rate control. The device wavelet vector was reprogrammed and the patient was prescribed additional medications to reduce risk. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.